Event description:
Per the clinic, the patient experienced pain at the implant site. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6)2023 under general anesthesia. The patient was reimplanted with a new cochlear device during the same surgery.